Event description:
Doctor reported that several files had separated. Further detail was requested, though only information pertaining to one case was provided. Outcome of this event and further information on the other events is not known as of this report.